Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 30-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The concentric target lesion containing an acute angle was located in the mildly calcified left circumflex artery. The lesion contained >=90 degrees bend. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus element plus. No patient complications were reported and the patient's status was good/stable. However, returned device analysis revealed stent detached/separated. Device evaluated by manufacturer: a promus element plus, mr, ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. The stent was detached from the delivery system and not returned for analysis. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.